Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to dislodgement. The lead exhibited high and unstable thresholds and no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2004; af3016c140xh stent graft (B)(6) 2009; iw1420c105xh stent graft (B)(6) 2009; ixw1616c80xh stent graft (B)(6) 2009.